Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when booting the imaging system before a case the image acquisition system (ias) would not boot past 'initializing please wait' message. They rebooted three times without success. Then rebooted the mobile view station (mvs) and the ias separately, then plug in the umbilical and it went to 2d mode. There was no patient present when this issue was identified. Onsite investigation was performed the the field engineer discovered that the following parts might have caused the reported event: mvs umbilical cable, paxscan cp2, ias computer, mvs power board, lvds cable, and the mvs computer. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Analysis of the returned mvs cable, ias computer, mvs computer and mvs power board could not confirm any failure as all of these parts passed testing and functioned without problems. Analysis of the returned paxscan cp2 confirmed an electrical failure as the system did not boot as expected and displayed an error message upon testing. It was determined to be the root cause of the reported event. The replaced lvds cable was not returned to manufacturer for analysis, therefore, no findings will be possible. A software investigation was also completed. This investigation found the reported issue to be related to hardware as software functioned as designed upon analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when booting the imaging system before a case the image acquisition system (ias) would not boot past 'initializing please wait' message. They rebooted three times without success. Then rebooted the mobile view station (mvs) and the ias separately, then plug in the umbilical and it went to 2d mode. There was no patient present when this issue was identified.